Event description:
The reporter stated that the catheter was in use for a half day. The pressure wave was not shown on the monitor. The patient was not injured as a result of the malfunction. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.